Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The distal tip was fractured and detached just distal to electrode ring 3. This was determined to be manufacturing/design related.

Event description:
This report is to advise of an event observed during analysis confirming a fracture and detachment at the distal tip of the catheter.